Event description:
The customer contact reported the pump did not deliver. On an unspecified date and time, the pump was programmed to deliver 0.9% sodium chloride at a rate of 131ml/hr, and the delivery was started. On (B)(6) 2011, the pump was programmed to deliver vancomycin 1250mg, and the delivery was started. The customer contact indicated that the pt was to receive the vancomycin therapy every 24 hours. No further programming parameters were provided. The customer contact indicated that on (B)(6) 2011, "the pump was programmed, everything cleared including the volume infused, and nothing infused." The pump was removed from clinical service. Therapy was resumed using a replacement pump. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. During testing at the user facility, the pump did not alarm when a distal occlusion was present. Though requested, no additional info was provided, including if the device passed delivery accuracy testing at the user facility.

Manufacturer narrative:
The device passed testing for delivery accuracy and for distal occlusion. During testing the device delivered a measured volume of 20.7ml from an expected delivery of 20ml. Delivery accuracy for this device requires delivery of 20ml +/-2ml (+/-10%). In addition, the device alarmed when a distal occlusion was present. A calibrated tubing set was used for testing per the device release specifications. Based on the date verified, hospira could not attribute the issue to the device. Upon initial power on of the device during testing and investigation, the primary line displayed a programmed rate of 133ml/hr with a volume to be infused (vtbi) of 237ml and the secondary line displayed a programmed rate on 0ml/hr with a vtbi of 0ml. The technology of the acclaim encore pump list #12237 does not contain a pump history that provides past programming settings. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).